Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent interstim #1 implantation and testing on (B)(6) 2013 and interstim #2 neurostimulator implantation on (B)(6) 2013 due to urgency incontinence and failure of medical management. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a pelvic laparotomy, bso, and lysis of adhesions on (B)(6) 2006. It was reported that the patient underwent implant of gmd universal urinary incontinence sling on (B)(6) 2012, due to sui. It was reported that patient underwent cholecystectomy on (B)(6) 2013, due to biliary dyskinesia and chronic acalculous cholecystitis. No additional information was provided.